Event description:
Additional information from the patient¿s physician reported the event was ¿not related to the device.¿

Event description:
It was reported that the patient had to participate in a ¿superman program¿ because, the health care provider ¿messed around and touched my spine.¿ it was noted that the patient fully charged and then shut his ins off in (B)(6) 2013 to participate in program. It was noted that the program participation was due to a spinal injury and that the patient was now paralyzed. Patient stated that t9-10 were incomplete. It was noted that the date of the implant was the same as the event date. The patient was redirected to hcp.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).